Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified artery during advancement causing the reported failure to advance. During removal resistance was once again experienced likely due to interaction with the difficult anatomy resulting in the reported difficulty to remove and subsequent proximal stent damage (material deformation). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was heavily calcified. Resistance was noted during advancement of the xience sierra stent delivery system (sds) and the sds failed to cross. When the sds was removed, resistance was noted and the proximal stent struts were flared. Additional dilatation was performed and a non-abbott stent was deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.